Event description:
Literature report: verheij fs, kuhlmann kfd, silliman dr, soares kc, kingham tp, balachandran vp, drebin ja, wei ac, jarnagin wr, cercek a, kok nfm, kemeny ne, d'angelica mi. Combined hepatic arterial infusion pump and systemic chemotherapy in the modern era for chemotherapy-naive patients with unresectable colorectal liver metastases. Ann surg oncol. 2023 aug 28. Doi: 10.1245/s10434-023-14073-3. Epub ahead of print. Pmid: 37639032. The literature source reported a retrospective study of fifty-eight chemotherapy-naive patients were identified out of 546 patients with unresectable crlm (colorectal liver metastases) managed with hai between 2003 and 2019. The following adverse events were reported in this study: surgical site infection, anastomotic leak (intestinal), ileus (paralytic), pump-related infection, fever.

Manufacturer narrative:
Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be file.